Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "during an implant surgery on (B)(6) 2021. The doctor noticed the implant was leaking".

Event description:
Healthcare professional reported "during an implant surgery on (B)(6) 2021. The doctor noticed the implant was leaking." A back-up device was used. Device not implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the device. Leak test and microscopic analysis was performed which identified: striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported "during an implant surgery on (B)(6) 2021. The doctor noticed the implant was leaking." A back-up device was used. Device not implanted.